Manufacturer narrative:
The investigation has determined both higher and lower than expected vitros tsh results were obtained from two different patient samples collected from two different patient samples on a vitros 5600 instrument when compared to tsh results obtained from a non-vitros alinity method. A definitive assignable cause could not be identified. The higher than expected vitros tsh results obtained from patient 1 and the lower than expected vitros tsh results obtained from patient 2 are reproducible, indicating improper sample handling did not likely contribute to the event. It is unlikely that the higher than expected vitros tsh results obtained from patient 1, sample 1 were caused by an unknown sample interferent as a second sample collected from the same patient approximately 22 hours later generated a vitros tsh result within the vitros tsh reference interval. An unknown sample interferent that affects the vitros tsh assay but not the non-vitros alinity method could have potentially caused the lower than expected vitros tsh result generated from the patient 2 sample, however, this could not be confirmed. Preanalytical sample mix-up was a potential cause of the higher than expected vitros tsh results obtained from patient 1, sample 1, however, there is no documentation this was investigated as a potential cause. No instrument performance issue was identified as a contributing factor as diagnostic within-run precision testing verified the performance of the vitros 5600 system historical vitros tsh quality control results within the timeframe were within established ranges indicating that vitros tsh reagent lot 6420 was performing as intended and did not likely contribute to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6420. Email address for contact office above is (B)(4).

Event description:
A customer observed both higher and lower than expected vitros tsh results were obtained from two different patient samples collected from two different patient samples on a vitros 5600 instrument when compared to tsh results obtained from a non-vitros alinity method. Patient 1 vitros tsh results of 6.33 and 6.48 miu/l vs. A non-vitros alinity tsh result of 4.22 miu/l. Patient 2 vitros tsh results of 0.041 and 0.054 miu/l vs. A non-vitros alinity tsh result of 1.060 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The patient 1 sample 1 higher than expected vitros tsh result of 6.33miu/l and the patient 2 sample 1 lower than expected vitros tsh result of 0.041miu/l were reported outside of the laboratory, however, no treatment was given, changed, or withheld based on the reported tsh results and there was no allegation of patient harm. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).